Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a sphincterotomy procedure. According to the complainant, the wire snapped inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.